Manufacturer narrative:
24-7mm iliac diameter.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 61 cm diameter abdominal aortic aneurysm. Diameter of the aorta at the renal artery at implant was 26 cm and the length of the proximal aortic neck at implant was 20 cm. The degree of angulation was 15 degrees and vessel tortuosity was normal. There was minimal calcification at implant. It was also noted that the common iliac on the left was short. It was reported that an ultrasound found that there was a limb occlusion and the patient received treatment with a tissue plasminogen activator and had the clot removed. It was also reported that the patient had pain in their foot and was taken back for removal of thrombus. It was noted that the event had not resolved. Additional information received reported that the cause of the occlusion was a kinked limb in the external iliac artery. A balloon expandable stent was used. The issue resolve and the stent graft remained in service. No clinical sequelae were reported and the patient is fine. Additional information received reported that the contralateral limb on the left side was kinked and it was the patent¿s left foot that had the pain. It was noted that the occlusion extended up into the bifurcated portion of the stent graft and the internal iliac was intentionally covered on the contralateral side only. Review of returned pre-implant cta¿s revealed that the patient had a 6.2cm max diameter aaa which contained significant thrombus (2cm average flow lumen diameter). The proximal neck flow lumen diameter just below the renals was 23x24mm. The neck was angulated 50deg maximum a-p. The distal aortic diameter was 3.0 x 3.5cm. Both common iliacs were non-tortuous. The left common iliac artery was short (<(><<)>2cm) and was extensively calcified at the iliac bifurcation. The origin of the left iliac artery measured 15mm (flow lumen diameter) and approximately 6mm in diameter at the iliac bifurcation. The left external iliac was 8mm in diameter. The right common iliac artery was 10 ¿ 7mm in diameter; the right iliac was also extensively calcified. Images during implant and post-implant were not provided, and the stent graft occlusion event could not be assessed. It is possible that the severely narrowed and calcified left iliac artery may have caused the graft to kink and occlude.